Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962; qhbbrsq0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy on (B)(6) 2021 and the suture was used. It was reported that the suture broke when sewing the incision. Another like suture was used to complete the surgery. There were no patient consequences reported.